Event description:
It was reported that the external pulse generator was being used to pace a patient with a sinus rhythm rate of 90 beats per minute. During the procedure when the device was used to pace the patient (the physician needed to advance the intra-aortic balloon pump), the patient went into fibrillation which led to cardiac arrest. The generator was returned for service. It was noted that there was no permanent damage to the patient and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed one functional test and the printed circuit board was readjusted and then all tests passed. Analysis was unable to confirm the customer comment that the device had paced incorrectly. Analysis did note contamination under the bottom knob and the keypad around the knob. (B)(4).